Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally input 1:40 mg/dl instead of 1:4 mg/dl as the carbohydrate ratio in their pump settings. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the carbohydrate ratio.